Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('ablation post essure insertion') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced post procedural complication ("post tubal ligation syndrome") and procedural pain ("patss causes the pains"). The patient was treated with surgery (ablation). At the time of the report, the endometrial ablation, post procedural complication and procedural pain outcome was unknown. The reporter considered endometrial ablation, post procedural complication and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('ablation post essure insertion') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced post procedural complication ("post tubal ligation syndrome") and procedural pain ("patss causes the pains"). The patient was treated with surgery (ablation). Essure was removed. At the time of the report, the endometrial ablation, post procedural complication and procedural pain outcome was unknown. The reporter considered endometrial ablation, post procedural complication and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.